Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot#j4k2811ey); 173016, 173016 endo stitch instrument (lot#j4l3452ey); unknown endo st, unknown endo stitch sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure using the instrument to suture gastric tissue, the needle came out of the device and bent. The first device seemed to load correctly, but once inserted into the abdomen, the needle came out of the device, preventing any sutures from being attempted. The same device was reloaded, and the same issue occurred. Another device was opened, which initially loaded correctly, but the needle bent when a bight was taken and an attempt to toggle was made. To resolve the issue, another device was opened to complete the case. There was no patient injury.